Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned for analysis. The reported dislodged stent was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the very tortuous saphenous vein graft to the diagonal artery, a 6f femoral unspecified guiding catheter was placed and pre-dilatation was performed. A 3.5x15 mm rx xience alpine stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy. The sds was withdrawn from the patient anatomy without resistance; however, the stent dislodged outside of the patient anatomy when being removed. There was no adverse patient effect and no clinically significant delay in the procedure. A 2.75x15 mm rx xience alpine sds was used to successfully treat the target lesion. No additional information was provided.